Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced extra cardiac stimulation. The patient felt waves in the stomach whenever lying on the left side. The patient was then told by the physician that device pacing was affecting the diaphragm. Eventually, this lv lead was turned off. This lead remains in service. No adverse patient effects reported.